Manufacturer narrative:
The customer reported that this gz transmitter is only displaying 1 lead at the central nurse's station (cns). According to the customer, changing to a known good cable did not resolve the issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the gz transmitter: cns: model #: pu-681ra. Serial #: (B)(6). Device manufacturer date: 08/25/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: no.

Event description:
The customer reported that this gz transmitter is only displaying 1 lead at the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this gz transmitter is only displaying 1 lead at the central nurse's station (cns). According to the customer, changing to a known good cable did not resolve the issue. There was no patient injury reported. Investigation summary: the returned device was evaluated and the reported issue could not be duplicated. All leads and review data were correspondingly available at the central monitoring station. There were no errors or abnormalities encountered in 24 hours of simulating ECG vitals. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the gz transmitter: cns: model #: pu-681ra. Serial #: (B)(6). Device manufacturer date: 08/25/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: no. Additional information: b4 date of this report d9 is this device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The customer reported that this gz transmitter is only displaying 1 lead at the central nurse's station (cns). There was no patient injury reported.